Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09698, related manufacturer reference number: 2017865-2020-09701. It was reported that the patient presented in clinic. It was found that the patient's implantable cardioverter defibrillator (ICD) had migrated to the patient's armpit. Interrogation of the device also revealed that the patient's right ventricular and atrial leads both exhibited high capture threshold without loss of capture. The ICD and two leads were extracted and was replaced with a biventricular pacing system. The patient was stable.